Event description:
The facility reported a pump with a failure code 810:11. This problem occurred during an infusion of a nutritional supplement on a patient, the pump alarmed and shut down. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007. During product evaluation, a faliure code 810:11 was confirmed. The failure was due to an out of specification air in line printed circuit board (ail pcb). The ail pcb was recalibrated and the device was tested and returned.